Manufacturer narrative:
Device evaluated by MFR.: the device was received with the stent fully deployed. A visual examination of the returned device that the balloon had been inflated. No damage or issues were noted with the balloon material. The device was received with stent still in position on the balloon and fully dilated. The stent had crush damaged along its entire length. A visual and microscopic examination identified no issues with the tip that could possibly have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 30-jul-2019. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the mildy tortuous and severely calcified common iliac artery. A 7.0x60x75cm express ld vascular stent was advanced but failed to cross the lesion. The device was removed. Once outside the patient, the stent was deployed. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed stent damage.